Event description:
It was reported that a homechoice (hc) device experienced an unknown system error during peritoneal dialysis (pd) therapy (cycle unknown). There was no patient injury, medical intervention, or adverse reaction indicated with the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned a device evaluation could not be completed. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Should additional relevant information become available, a supplemental report will be submitted.